Event description:
The us complainant had a console with a battery/power/rebooting issue at the medical center. The console was removed from service and the IFU (instructions for use) will be followed and a backup aic (automated impella controller) used for patient use.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) a/c power issues has been completed. Logs from the console were no retrievable due to corruption of the compact flash cards. However, review of the constellation logs was not conclusive. The console was returned for evaluation. The failure was reproducible upon boot up in the lab. Swapping the compact flash cards with a known good one fixed the issue. During field service repair, misaligned lcd pins were discovered. The root cause for the constant rebooting of the console was due to the corruption of the compact flash cards of the epc preventing a successful initial boot up of the console.